Event description:
Health professional reported right side capsular contracture baker grade iii and "seroma device remains implanted. Patient later developed "sudden deafness," "eye pain", and "harada disease" which was not related to the device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture, baker grade iii.